Event description:
It was reported that during the fill tubing process the ilet screen repeatedly went to sleep when the user attempted the required press-and-hold interaction, raising concern for a possible sleep/wake button or touch-screen interaction issue; upon placing the ilet on a table and touching only the screen, the device functioned as expected and the process continued without further interruption. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included customer service-assisted troubleshooting and user education on proper device handling to avoid inadvertent activation of non-target controls during press-and-hold actions. Investigation of this case revealed that the behavior was reproducible when the device was handheld and resolved when the device was stabilized, consistent with inadvertent input rather than a hardware failure. It was concluded that the device operated within specifications and user handling contributed to the reported sleep event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.